Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment, leading to the decision to replace the umbilical cable; the imaging system then passed the system checkout and was found to be fully functional. The hardware investigation found that the reported event was related to an electrical issue. Investigation findings: mvs cable lemo pin 11 wire has detached from the connector. An attempt to resolder was made in the field resulting in burns to the insulation to lemo wire pin 12 and the lemo housing itself. Mvs cable passes gbit test, fails 100t and continuity testing. No further action is required at this time. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the medtronic imaging system is not ready. The 3rd bar in pendant shows: "mvs waiting on communication." The user restarted the imaging system three times without success. Disconnect and re-connecting the umbilical cable did not solve the problem. There was no patient present when this issue was identified.